Event description:
It was reported that pump experienced malfunction alarm while pump was being updated, and same malfunction code continued to recur even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump and then to place pump into storage mode, and prepared to use multiple daily injections as backup insulin therapy while replacement pump was arranged under warranty; customer also understood need to reenter pump settings and reconnect continuous glucose monitor on replacement device.